Event description:
It was reported that a pacemaker dependent patient had lost consciousness. Episodes of noise reversion were observed during the event. Ventricular asystole was recorded in the egm. The source of noise could not be identified. Programming changes were made. No further issues were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.